Event description:
The international customer reported the ventilator alarmed and displayed a pressure sensor failure. The customer reported the device was in use on a patient and there was no patient harm. Occurrence of the reported while in use in normal ventilation mode operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. Completion of evaluation and service of the device is pending.

Manufacturer narrative:
Service completion pending.